Event description:
It was reported that balloon ruptured occurred. The 99% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to a below the knee vessel. A non-bsc peripheral guidewire was advanced but the tip was broken but not separated upon crossing the lesion. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured at nominal pressure. Subsequently, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced but also ruptured at nominal pressure. The device was removed and procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon ruptured occurred. The 99% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to a below the knee vessel. A non-bsc peripheral guidewire was advanced but the tip was broken but not separated upon crossing the lesion. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured at nominal pressure. Subsequently, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced but also ruptured at nominal pressure. The device was removed and procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. The inner shaft was buckled for 5mm starting 65mm from the tip. The device was functionally tested with an .014 inch guidewire. The guidewire was able to pass the buckled inner shaft with no issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.